Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (bleeding, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient expired due to major bleeding on (B)(6) 2021. The patient outcome was reportedly related to patient condition, not the device or therapy. (B)(6) was reportedly working as intended at the time of support. It was reported that hm3 lvas, serial number (B)(6) would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that after pump exchange on (B)(6) 2021. The patient passed away due to major bleeding. The patient's death was related to patient condition. The device was working as intended at the time of support. It is unknown if an autopsy was performed, and it is unknown if the pump will be explanted. The manufacturer report number for the other heartmate 3 lvas implant kit is 2916596-2021-05435.